Event description:
The catheter became dysfunctional about two weeks before my admit to (B)(6) in (b)(6. The catheter was even replaced by dr. (B)(6) twice and continued to fall. Due to the problem I went without dialysis for two weeks. Which lead to my admission on (B)(6) 2015 due to infection and inflammatory reaction due to peritoneal dialysis catheter. 'Hiso' while hospitalized labs results indicated multiple infections, spontaneous bacterial peritonitis; severe sepsis; unspecified septicemia. Admitted to st(B)(6) medical center (B)(6), in on (B)(6) 2015 discharged on (B)(6) 2015. In addition being discharged from hospital I had to continue with ,y antibiotic treatment which was vancomycin and cypro infusion administrated ph line for 14 days. (B)(6) came to home to do vital's, my wife had to do infusion.